Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope exhibited 2nd non-compliant samples following after-sales service. There were no reports of patient involvement.